Manufacturer narrative:
A product evaluation was completed. (B)(4).

Manufacturer narrative:
Additional information was received. The reporter stated the lens was exchanged for a same model and similar diopter lens on (B)(6) 2017. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -8.0/+1.5/137 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due "after the lens was injected into the eye, the doctor found that the optical zone was broken, so he explant the lens and reserved a new one. Doctor li didn't know what caused the damage."